Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened dome switches on the up and down arrow button, escape and act buttons. However, the insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The insulin pump functioned properly. The insulin pump had minor scratched lcd window, cracked reservoir tube lip, broken belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that the button on their insulin pump was indented. The customer's blood glucose level was 12 mg/dl at the time of the incident. The customer was hospitalized on (B)(6) 2016 at 6 pm for their low blood glucose after being found unconscious. The customer was told by their healthcare provider that their insulin pump was delivering extra insulin to the body due to the issue with the keypad. The customer was treated with IV fluids. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.